Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis found that the instrument pitch cable was broken at the distal clevis hub. Manual input of the disk knobs did not exhibit intuitive motion. The broken cable segment that contains the crimp was missing in the clevis. The missing crimp was approximately 0.046 inch x 0.032 inch. The clevis did not exhibit any damage or wear marks. Isi followed up with the customer to inform them of the results of the failure analysis investigation and the missing crimp. A device history record (DHR) review for this device was conducted and did not find any non-conformances that would affect any material of the final product and/or the quality or performance of the instrument. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the small grasping retractor instrument experienced a grip failure and held tissue. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following information about the complaint: there was no report of any tissue damage due to the reported failure. The planned procedure was completed and no patient harm, adverse outcome or injury was reported. There were no reports of any fragment(s) falling inside the patient.